Manufacturer narrative:
The insulin pump was unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor. There were no compromised force sensor system alarm noted. The pump was received with a cracked case at the lcd window corners and cracked battery tube threads. The pump was received with a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer's insulin pump had insulin squirting out and the pump had a compromised force sensor system alarm when she went to change the reservoir and tried to fill the cannula. Customer's blood glucose is 221 mg/dl. Caller stated that insulin is squirting out during the manual prime process. Caller stated that the pump was not dropped or bumped prior to the alarm occurring. Caller stated that the drive support cap appears normal. Customer did not press the cap while connected. Caller was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Caller was advised to discontinue use of the pump and revert to a back-up plan. Caller was advised that the pump will need to be replaced.